Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, vaginal bleeding, vaginal blood clots, abdominal cramping and excruciating pain during intercourse, recurrent urinary incontinence, painful urgency, frequency, burning sensation during urination and physical pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and urinary obstruction. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, overactive bladder, and dysuria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2014 by (B)(6) at (B)(6).